Event description:
Customer alleged right power leg actuator failed within 90 days. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this event. A quote ((B)(4)) has been submitted to dealer to initiate a return for this event. Model tdxsp-mcg (B)(4) is approximately 2 months of age. The consumer's medical condition, stability, and medication regimen are unknown. The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The dealer alleges right power leg actuator failed within 90 days of purchase. The dealer alleges that when the actuator was reviewed there was no output and no physical damage with the wire.